Event description:
Discordant, falsely elevated troponin results were obtained on one patient sample on a dimension vista 500 instrument. The initial discordant, falsely elevated troponin result was reported to the physician(s), who questioned it as it did not match the result from a previous draw. A new sample obtained from the patient was tested on the same instrument, resulting lower. The sample which the discordant result was obtained on was then repeated on the same instrument, resulting lower than the first result produced but still falsely elevated . The corrected result from the new sample was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that the sample which resulted falsely high was visibly hemolysed. Other samples obtained from the patient resulted as expected upon repeat testing on the same instrument. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated troponin results is sample integrity. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.